Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) of the hospital due to blood glucose (bg) readings ranging between 480mg/dl and ¿high¿. The customer was treated with intravenous fluids of saline and insulin to address bg level; however, at the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, intermittent occlusion alarms had occurred. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
H3:device evaluated by manufacturer: yes, reason for non-evaluation: remove, h10: remove statement h3:device evaluated by manufacturer: yes, reason for non-evaluation: remove, h10: remove statement.